Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted as the patient was unhappy with the multifocal lens. No further information was provided.

Manufacturer narrative:
Additional information was received clarifying that the patient was unhappy with the lens because it only corrected her near vision and her distance was still blurry. There was no incision enlargement, vitrectomy or sutures done. The lens was replaced with a zcb00, monofocal lens and there was no post-op injury reported. Device available for evaluation: yes. Returned to manufacturer on: 09/06/2016. Device returned to manufacturer: yes. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Device evaluation: the device was returned to the manufacturer. Visual inspection was performed and the lens was cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The lens issue could not be confirmed in the returned sample. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.